Manufacturer narrative:
Device history review; complaint history review; risk assessment; visual, dimensional and functional analysis could not be performed as the device was not returned and lot was not provided. No relevant manufacturing issues were identified as all units met stryker specifications the plausible root cause of the event was determined to be use error.

Event description:
It was reported that; during small surgery, the surgeon used the cross link connector. When the surgeon loosened the nut of one side of the connector, the nut was not loosened. Therefore the surgeon changed the connector to another same size connector.

Event description:
It was reported that; during small surgery, the surgeon used the cross link connector. When the surgeon loosened the nut of one side of the connector, the nut was not loosened. Therefore the surgeon changed the connector to another same size connector.